Event description:
It was reported by a vns treating physician's nurse on (B)(6) 2011 to a cyberonics regional manager in (B)(4) that a vns pt was experiencing an increase in seizures with a dcdc of 0. A battery life calculation was requested. The battery life calculation was performed on (B)(6) 2011. Based on the info provided and the parameters/diagnostic history found in the vns therapy programming history database, the battery life calculation gave approx 2.98 yrs until the elective replacement interval. This calculation was based off info from (B)(6) 2005 through (B)(6) 2010. No anomalies were noted during this review of programming history. More info on the event was rec'd from the physician that the pt's increased seizures were not above pre-vns baseline. The physician initially attributed the increase in seizures to a possible end of life battery but after analysis thinks that a short circuit is likely since the pt is a kick boxer and a very keen body builder. The pt was sent for ap and lateral x-rays for investigation. Lead product info is not known for this pt. Further info has been requested; however no more info has been rec'd to date. MFR is making attempts for the pt's x-rays for review.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.